Event description:
Pharmicist called stating that customer returned meter, due to reported low results. The customer had been hospitalized due to hypoglcemia. Meter reported a result of 89 mg/dl, compared to hosp result of 37 mg/dl. Customer asked to return meter for further eval, and a replacement was provided.